Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during central processing, the force bipolar instrument had a broken tip. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage was identified after cleaning post decontamination. There is no report of a fragment falling into the patient's anatomy. The instrument is missis one of its ends.

Manufacturer narrative:
Correction- h8 updated to indicate initial use of device. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a completely broken grip tip. A piece approximately 12.58 mm x 3.24 mm was found to be broken off. The broken piece was not returned. Components adjacent to this broken grip show damage. The conductor wire is broken as it is designed to be attached to the grip tip. The complaint regarding a broken tip was confirmed by failure analysis. The probable root cause of a broken grip tip is attributed to use conditions.

Event description:
Refer to h11 for follow-up information.